Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation and deformations of the outer conductor coil. It is reasonable to assume that these damages resulted from the explantation procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. In particular, the values of the parameters measured during the mechanical analysis were within the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right ventricular lead was revised for two times because there was a changed in impedance measurement from 500 ohms to 730 ohms and the threshold measurement was increasing since implant to 2.8 volts. It was noted that the sensing was bad. This lead was explanted and will be returned. No adverse patient effects were reported. The provided event and explant dates are chronologically impossible. Therefore, they have been left off this report.